Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specs. However, pump error found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Pump error alarm (variable 3) during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Unit received with minor scratches on lcd window and a fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 177 mg/dl at the time of the incident. Troubleshooting steps were assisted for power error detected alarm. The insulin pump will be returned for analysis.